Manufacturer narrative:
Device code relates to problem code for the investigation result of outer sheath detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (near the guidewire access sheath). Investigation results a fully constrained wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. A visual examination of the returned device found the stainless steel tube was actuated beyond its reconstrainment limit. The inner shaft was kinked and the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (near the guidewire access sheath). The guidewire access sheath ramp was found out of its original position and a misalignment between the inner shaft and the outer sheath was observed. Functional evaluation revealed that it was not possible to test for guidewire passage due to the outer sheath detached/ broken at the outer diameter: proximal exterior tube- endoscope interface. The stent was measured to be within specification. There were no issues noted with the stent and no other issues were noted with the device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu indicates ¿do not remove the shipping mandrel from the leading end of the device..., this will help facilitate guidewire access¿. Per available information, the shipping mandrel was manually removed. In this case, the noted damages with the device were consistent with the application of excessive force applied to the delivery system which could have resulted to the reported failure. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the shipping mandrel was manually removed prior to loading the guidewire, thus, failing the guidewire to exit at the guidewire rx port. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR- reportable event based on investigation result which revealed that the outer sheath detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (near the guidewire access sheath).